Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer would upgrade the pump. Customer reported that the pump lost setting after battery change, rewind took longer time after infusion set change, reservoir cylinder was brooked and battery cap damaged. The customer declined to troubleshoot. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained on 01/05/2022 the pump alarmed pump error 22 and loss settings. Complained has a rewind anomaly. Complained the retainer ring and battery compartment is cracked. Device passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device successfully downloaded to thus. No rewind anomaly noted during test. However, the device received with corroded motor home switch. No pump error 22 noted during test or listed in the pump downloaded history. Programmed multiple boluses and were properly recorded in the daily totals. No memory anomaly noted. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked keypad overlay and cracked case (battery tube). No damaged retainer ring noted. The p-cap/reservoir does lock properly. No rewind anomaly noted during test. However, the pump received with corroded motor home switch. No pump error 22 noted during test or listed in the pump downloaded history. Confirmed cracked case (battery tube). No damaged noted to the retainer ring during visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.